Manufacturer narrative:
The distributor reported "blank display and alarm". The service found out that the pump was unable to start (problem with reset) due to traces of oxidation in the circuit connected to the reset, therefore this part of circuit was cleaned. Device evaluated, repaired and returned to the distributor/user. No consequences for the patient, which used backup pump until replacement arrived.

Event description:
The customer reported "blank display and alarm".